Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported there was a pocket erosion on a recently replaced implantable cardioverter defibrillator (ICD). The patient presented in clinic for a procedure on (B)(6) 2020 where the device placement was revised to the subpectoral pocket. The patient was stable.